Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due to the ac power board. A failure of an electrical component can result in sparking and a burning odor. The technician replaced the ac power board and the rover functioned as intended.

Event description:
It was reported that the neptune 2 rover ultra was sparking at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the neptune 2 rover ultra was sparking at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.